Event description:
Primevigilance notified teoxane of an adverse event on 11 april 2023. A patient was injected on (B)(6) 2021 or 2022 (unclear information) with 1 syringe of rha 4 bilaterally in the marionette lines. Approximately 1 or 2 year (depending on the injection date) after the injection, in 2023 (exact date unknown), the patient developed nodules in the injected areas. After performing a biopsy, the nodules were diagnosed as granulomas by another doctor. The patient did have some sort of procedure prior to the event reported but at the time of this report, the details were unknown. The patient was recently reviewed by the injector (exact date unknown), no swelling or redness were present around the nodules, only hardness. Despite reminders, no further information could be retrieved. Thus, te complaint was closed as is.

Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of rha 4 products.

Manufacturer narrative:
Additional information such as medical treatment provided, symptoms evolution and batch number were queried. Results of the investigation will be provided in a follow-up report.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2022 with 1 syringe of rha 4 bilaterally in the marionette lines. Approximately 1 year after the injection, in 2023 (exact date unknown), the patient developed nodules in the injected areas. After performing a biopsy, the nodules were diagnosed as granulomas by another doctor. The patient did have some sort of procedure prior to the event reported but at the time of this report, the details were unknown. The patient was recently reviewed by the injector (excat date unknown), no swelling or redness were present around the nodules, only hardness. No additional information is available at the time of this report. The case is being monitored.